Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a watchman access system with the dilator in the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed the tip was rolled backwards over the sheath and stretched. Inspection of the rest of the device found no other damage or defect. The reported tip damage was confirmed.

Event description:
It was reported that the sheath tip was kinked upon removal. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device deployment did not meet the release criteria and the device was recaptured and removed from the patient. It was found the soft tip of the was noted to be kinked after retrieving the sheath out of the patient. The physician re-punctured the atrial septum and the procedure was completed with another of the same device. No patient complications were noted.

Event description:
It was reported that the sheath tip was kinked upon removal. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device deployment did not meet the release criteria and the device was recaptured and removed from the patient. It was found the soft tip of the was noted to be kinked after retrieving the sheath out of the patient. The physician re-punctured the atrial septum and the procedure was completed with another of the same device. No patient complications were noted.